Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the that blue screen during startup. During troubleshooting, found the issue with system hard disk. Review of the log file showed continuous crash. Malfunction can be confirmed, most likely cause is ¿disk¿ events. Fse replaced hard disk and reloaded the software. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device gave a blue screen during start up. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.